Event description:
Technician alleged that the ground resistance is out of range on the bed. No pt impact.

Manufacturer narrative:
Tech found the ground pin on the power cord plug was loose. The tech replaced the power cord to resolve the issue.